Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to the limited information available (article based on multiple individuals with no specific information regarding the individual patients), a cause for the heart failure, septicemia, cardiac tamponade and hemorrhage cannot be determined. However, heart failure, septicemia, cardiac tamponade and hemorrhage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. Literature attached: feasibility of the transcatheter mitral valve repair for patients with severe mitral regurgitation and endangered heart failure.na - attachment: [article.pdf]

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: feasibility of the transcatheter mitral valve repair for patients with severe mitral regurgitation and endangered heart failure. The additional adverse patient effect referenced is being filed under a separate medwatch report.

Event description:
This is filed to report sepsis, heart failure, hemorrhage, and cardiac tamponade. It was reported through a research article identifying mitraclip that may be related to: sepsis, heart failure, hemorrhage and cardiac tamponade. Specific patient information is documented as unknown. Details are listed in the article, titled "feasibility of the transcatheter mitral valve repair for patients with severe mitral regurgitation and endangered heart failure.¿ no additional information was provided.